Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Investigation summary: it was reported performance breakage suture. Three unopened samples of product code (B)(4), lot mmj660 were received for analysis. The product code is double armed. During the visual inspection, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance breakage suture was found and the tested samples met the finished goods requirements.

Event description:
It was reported that a patient underwent a CABG with avr procedure on (B)(6) 2019 and suture was used. The surgeon went to pass the suture through tissue and on the second pass the suture broke mid strand. The surgeon said the strands look like they have sat in the heat and looks almost crystallized and looks very brittle. No patient consequences were reported.